Event description:
It was reported that the last dosing time was (B)(6) 2013 with a dose of 0.56 milligrams (mg) per day. On (B)(6) 2014, the patient went to the hospital for ¿dosing¿ (refill) and dosage at that time was 0 mg/day. The physician ¿dosed¿ 20 ml of morphine and input the data. At 05:00 on (B)(6) 2014, the patient experienced a coma. After a cardiovascular check the patient was noted to have a cerebral and cardiac infarctions. It was also provided that while the patient was hospitalized the physician had also diagnosed the patient with a large area of the brain ridge plug and cardiogenic shock. The cause of these symptoms was unknown. After emergency treatment including the intensive care unit (ICU), the patient was stable and was to be observed. The issue, however, was reported as not resolved and the current status of the patient, including if the patient was receiving effective therapy, was unknown as the patient ¿gave up¿ treatment and left the hospital. The device system delivered morphine at 10 milligrams (mg) per milliliter (ml) at a daily dose of 0.56 mg. During hospitalization the patient also took duloxetine hydrochloride enteric-coated capsules and gabapentin capsules. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).